Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the patient had erosion with sepsis and there was also device migration. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)